Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue. Device has been evaluated but the components have not been replaced. Awaiting delivery of replacement components.

Event description:
The manufacturer received information alleging a ventilator was alarming for low pressure. The device was not in patient use.